Event description:
A report was received that the patient¿s ipg stopped working following a procedure in which a monopolar device was used. The ipg was explanted and replaced.

Manufacturer narrative:
Sc-1110-02 sn (B)(4): the complaint was confirmed. The device is not functional. The u1-analog ic was damaged. The device is not functional. The u1-analog ic was damaged. The device exhibited excessive sleep current leakage (19.8 ua). The impedance between vh and ground was low. Exposing the ipg in high voltage transients can cause this type of failure (er2010). The probable use of electrocautery during a non-device related procedure resulted in damaged u1-analog ic.

Event description:
A report was received that the patient¿s ipg stopped working following a procedure in which a monopolar device was used. The ipg was explanted and replaced.

Manufacturer narrative:
Additional information was received that prior to the explant procedure the patient had pain related to pocket stimulation. The patient is doing well post-operatively. The physician confirmed that a monopolar device was used during a gynecological intervention resulting in the reported event. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(6).

Event description:
A report was received that the patient¿s ipg stopped working following a procedure in which a monopolar device was used. The ipg was explanted and replaced.